Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps ho 11x142mm, cat#: (B)(4), lot#: ni; cer bioloxd option hd 36mm, cat#: (B)(4), lot#: ni; g7 osseoti multihole 56mm f, cat#: (B)(4), lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see all associated reports: 0001825034-2018-06930, 0001825034-2018-06929, 0001825034-2018-06933, 0001825034-2018-06934.

Event description:
It was reported a patient underwent initial total hip arthroplasty and during the procedure, experienced 1700 ml blood loss requiring two (2) units of blood. Attempts have been made and additional information on the reported event is unavailable.